Event description:
During the index procedure 2 endeavor sprint drug eluting stents were implanted in the lad. Approximately 22 months post procedure, the patient suffered alimentary tract haemorrhage. It was reported that the aspirin treatment was deactivated and the patient recovered with treatment. The investigator reported that the event is not related to the device but is related to the anti platelet drug.